Event description:
Medtronic received information that an following the implant of this transcatheter bioprosthetic valve, left bundle branch block (lbbb) was noted. Four days post implant a 5 second pause was noted on telemetry. The patient had no symptoms. No treatment was prescribed at that time. A permanent pacemaker was implanted six days post valve implant. No other adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore, no product analysis can be performed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.